Event description:
The surgeon was involved in the resection of a large prostate using the supersect electrode. As he took the device out of the patient, while holding it in his hand, he heard a loud pop/bang from the device. The electrical cable, which was connected from the scope to the electrode had burnt and melted down to bare wires. The surgeon immediately stopped using the device and switched to a different machine.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.